Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the pharmacy department with an unsigned noted that stated, "pendant not working." No specific pt info, pump programming, or event details were available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device intermittently did not deliver a dose when the pt pendant was pressed. This was due to a broken wire internal to the pt pendant. The cause for the broken internal wire was bending the handle at extreme angles during use. This report represents all the info known by the rptr upon query by hospira personnel.